Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined that a bath assembly required adjustment and the electrodes were not seated correctly in the ise block. Corrective maintenance was performed on the bath assembly and all electrodes and acrylic blocks were removed. The o-rings were replaced on the acrylic blocks. The entire ise system was cleaned. The electrodes were reseated and ise checks were performed. No noise alarms occurred. Calibration and controls were run; controls recovered within range. Precision studies were performed and were within specifications. No alarms occurred.

Event description:
The initial reporter stated they had been receiving a lot of ise noise errors on the cobas 6000 c (501) module. The reporter replaced all ise system reagents, but the errors continued. The reporter removed the electrodes and there was liquid all around the electrodes. The reporter then cleaned and dried the electrodes, re-inserted the electrodes, performed a reagent prime, and ran an ise check. The ise check failed. The reporter stated there were bubbles in the sipper tubing. The reporter mentioned they received discrepant results for one patient sample tested with ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 86 mmol/l, which repeated as 130 mmol/l. The repeat result was believed to be correct. The na electrode lot number was f39, with an expiration date of 01-jun-2021.